Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A regulatory body reported via a manufacturer representative that the head of the device was broken when the box was opened prior the procedure. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.